Event description:
It was reported that a foreign body described as a small piece of black foam was retained in an ankle wound. It was reported that the pt received v.a.c. Therapy in an acute care setting in (B) (6) 2006. It was reported that the foreign body was found during surgery in (B) (6) 2007. Request for additional info was denied.

Manufacturer narrative:
V.a.c. Therapy labeling warns: "always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart. Also document the dressing change date on the drape." "V.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."